Event description:
It was reported that the right ventricular (rv) pacing lead had become dislodged during the placement of a tricuspid valve. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products.: 407652 lead, implanted (B)(6) 2013. (B)(4).